Event description:
A pt had lost device stimulation while their sys was turned on. The pt had lost stimulation for 11 months, and noted they had no therapeutic effect. There was no known accident or incident that occurred, that could be related to the issue. Impedance measurements greater than 3600 ohms were noted on all electrodes except for 0, 3, and 4. The pt's outcome was not reported. Additional info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).